Manufacturer narrative:
A replacement transformer was sent to the customer. Attempt to retrieve the product were unsuccessful. In follow up with the customer, she indicated that the wires got hot and sparking occurred on the cord where the wires were exposed. She also indicated that she did not witness any fire or flame and that no injuries were sustained as a result of the issue. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going. Should add'l info or the original product be rec'd, resulting in new, changed, or correct info, a follow up report will be filed.

Event description:
The customer reported the housing was broken on her transformer and she had exposed wires, which she saw sparking.